Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead displayed loss of capture. Despite several repositioning attempts, similar results were obtained. It was thought there may be insulation damage. This lead was removed, replaced and returned for analysis. .

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.